Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient reported that he was hospitalized for 4 days due to an extreme hyperglycemic event. Patient reported that he was admitted into the intensive care unit (ICU) with a blood glucose (bg) of 1073mg/dl. Patient reported that after scans and tests, he was diagnosed with cerebral oedema. Patient was held for further testing and monitoring. Patient further reported that he was not using dexcom device at the time of the reported event. Additionally, patient is unaware of his current medication list at the moment. At the time of contact, patient reported current condition as fair. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia.